Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed. The assignable cause was product misuse from the customer. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device. Correction: the following was erroneously omitted from the initial medwatch: this device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative contacted baxter to report an infusor in which the catheter was separated from the luer adaptor. There was a breach in the sterile fluid pathway. The event occurred during patient use. The device was filled with .25% (B)(4). There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.